Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. However, an olympus endoscopy support specialist (ess) has been scheduled to visit the site to perform a demonstration of olympus recommended reprocessing practices next month (may 2015). In addition, it was further reported that the pt underwent two endoscopic retrograde cholangiopancreatography (ercp) procedures. The first procedure was with a tjf-q180v. However, it is not clear which scope was allegedly associated with the purported infection. If add'l info becomes available or if the device is returned at the later time, this report will be supplemented.

Event description:
Olympus was informed that a pt contracted a severe infection after undergoing a routine outpatient endoscopic retrograde cholangiopancreatography, (ercp) procedure to treat a recurrent pancreatitis. The pt expired after 43 days as a result of an acute necrotizing pancreatitis allegedly caused by a contaminated duodenoscope. Olympus contacted the user facility multiple times to obtain add'l info via telephone and in writing, but with no success.